Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. It is possible, though not conclusive, that the aps pressure alerts disturbed the steady state of the lrs chamber, possibly causing wbcs to escape from the lrs chamber. Based on the available information, it is possible that this leuko reduction failure is donor related due to an incorrect separation of cells due to cell morphology. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation :the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause : a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content. It is possible, though not conclusive, that the aps pressure alerts disturbed the steady state of the lrs chamber, possibly causing wbcs to escape from the lrs chamber. Based on the available information, it is possible that this leukoreduction failure is donor related due to an incorrect separation of cells due to cell morphology.